Manufacturer narrative:
A2 - age at time of event: patient age 1 year 6 months old. A4 - weight: 8.88 kg. B3 - date of event: occurred sometime between december 1st and 15th of 2024. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor the field performance of this device.

Event description:
It was reported the bronchovideoscope had no endoscopic image. Text could be seen on the left side of the screen. The customer cleaned the scope contacts with a 70% alcohol prep pad, letting the gold scope contacts air dry for 15 to 20 minutes which did not resolve this no endoscopic image issue. A second xp 190 scope failed as well with no image. The customer brought in a second tower with the same results. A bf xp160l then worked for the rest of the day. The event occurred during a diagnostic pulmonary bronchoscopy with a lavage procedure. The procedure began at 9:30am and ending at 10:45. The procedure was delayed at least 10 minutes. There were no reports of patient harm.